Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017, 07:30am. The patient denied that she takes any medication to manage her diabetes. She stated that 4 hours after the alleged issue began she developed symptoms of ¿shakes¿. She stated that on an unspecified time later that same day, she self-treated with food/drink, ¿a boiled egg with a slice of toast and butter¿. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. Based on the information provided, the cca confirmed that the battery did not need to be replaced. The alleged product issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.